Manufacturer narrative:
(B)(4).one used sample was received. Visual examination of the sample confirmed a ruptured reservoir in a footed position.

Event description:
The facility representative contacted baxter to report one intermate in which the reservoir ruptured near the end of infusion time for a patient. Reporter estimated that the device contains less than 20ml (milliliter) remaining of the initial 250 ml vancomycin (hospira, 1250mg [miligram]/250ml normal saline). Reporter stated that the medication did not leak out of the device housing, the device is not stored in the presence of sunlight or uv (ultraviolet) light, the reservoir is still attached to the post, it is not in a footed position and no filter was used when filling the intermate. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is present.